Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an error in the motor was detected by reading unexpected value from hall sensor and an alarm generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer¿s blood glucose level was 82mg/dl at the time of the incident. The customer reported that they were changing out the set and now it was giving error message and got blank screen. They did a resets itself and get pump error and delivery stopped. Customer stated they were not able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with blank display due to moisture damage electronic assembly. Unable to verify pump error due to blank display. Unit was received with corroded battery tube.